Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. The insulin pump passed operating current, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he might have pushed the drive support cap on the bottom of the insulin pump. Customer stated that he was changing the infusion sets when the issue occurred. Customer reported that if he pushes the cap, insulin comes out. Customer has dropped the pump a couple of times but on a wooden floor not concrete. Customer stated that he is unable to describe the possible damage to the drive support cap. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.